Event description:
The customer observed a falsely elevated total bilirubin on the architect c4000 processing module for one patient. The following results were provided (reference range, total bilirubin, 0.20 to 1.20 mg/dl): (B)(6) 2024, sid (B)(6) , initial total bilirubin result= 26.36 mg/dl; repeat result= 0.37 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from total bilirubin, list number 06l45-22, and manufacturing site abbott gmbh, wiesbaden to architect c4000, list number 02p24-01, and manufacturing site abbott laboratories, irving. MDR number 3016438761-2025-00037 has been submitted and all further information will be documented under that MDR number.

Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6), complete entry for section e1 - phone number: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated total bilirubin on the architect c4000 processing module for one patient. The following results were provided (reference range, total bilirubin, 0.20 to 1.20 mg/dl): on (B)(6) 2024, sid (B)(6), initial total bilirubin result= 26.36 mg/dl; repeat result= 0.37 mg/dl. There was no impact to patient management reported.